Manufacturer narrative:
Evaluation of the returned packing coil lp could not confirm that the embolization coil did not take its intended shape. Further evaluation revealed kink in the pusher assembly, and the pusher assembly mid-joint was retracted proximal to the introducer sheath friction lock. This damage was incidental to the reported complaint, and the root cause could not be determined. During the functional test, the packaging coil lp was advanced out of its introducer sheath with resistance due to the pusher assembly mid-joint being proximal to the introducer sheath friction lock, and a shape was present on the embolization coil. Penumbra coils are visually inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Manufacturer narrative:
The device has been returned and the investigation results are pending. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a coil embolization procedure in the prostate artery using packing coil lps and a non-penumbra microcatheter. During the procedure, the packing coil lp would not take its intended shape within the target vessel. The packing coil lp was straight and was not coiling. It was reported that the physician experienced resistance while advancing the packing coil lp into the target vessel. Therefore, the packing coil lp was removed. The procedure was completed using a new lp coil and the same microcatheter. There was no report of an adverse effect to the patient.